Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that they would like the shock paddles of the heartstart mrx checked as the button on the side of one of them is taped in place. There was no patient involvement.